Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, the associated device was unable to charge to selected energy using these internal paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1, d2, d2b, d4, h4. Evaluation: the device was not returned to zoll medical corporation for evaluation; instead, the internal handles were returned. The customer's report was not verified during evaluation. The internal handles were put through extensive testing including functional stress testing using a test r series device without duplicating the report. An external inspection of the handles found no discrepancies. The device data logs and clinical data were not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.